Event description:
Reporter indicated that the power cord for their vns therapy programming handheld computer was not operating properly. A new power cord was shipped to site, and reporter subsequently reported that the new power cord did not solve the problem because the handheld was still turning off on its own. Good faith attempts to obtain the handheld in question for product analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.